Event description:
Reportedly, the device display screen blanked out during a patient use. Patient data was not reported. A backup device was made available and used. The facility reported that there was no adverse patient affect resulting from the event.